Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon ('iab') was prepared according to the instructions for use. The md inserted the super arrow-flex ('saf') sheath into the patient's femoral artery. As the last portion of the iab's membrane was inserted into the sheath, the iab became stuck. As a result, the iab could not be advanced through the saf sheath. The md requested another iab for insertion. Reference MDR #1219856-2010-00037 for the second event involving the same patient.